Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a laparoscopic rectum resection procedure, the device did not fire at all. The tissue was thick. The procedure was completed with a competitor's device. The event occurred in use for patient. The status of the patient: no problem. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. Nothing fell into the patient's cavity. Additional tissue resection was not required. The incision site was not extended. The surgical time was not extended.